Event description:
It was reported that the atrial lead was not sensing or pacing and that the lead had moved back since a recent upgrade procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead, (B)(6) 2013; 419688 implantable pacing lead, (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.